Event description:
The pt reportedly experienced facial nerve stimulation from his internal device. Surgery attempted to reposition the patient's device; however it was not possible due to significant bone regrowth around the implant. The patient's device was explanted. The pt was reimplanted with another advanced bionics device.